Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that implantation of an impella 5.5 was difficult due to patient anatomy. The pump could not pass the innominate. A balloon was used to successfully place the pump. The catheter buckled at the motor and catheter junction and would not advance. The impella 5.5 was explanted and an impella cp was implanted instead.

Manufacturer narrative:
D4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d4 catalog number and serial number updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the delivery issue was most likely patient related due to vessel calcification and the vessel was successfully ballooned with 8.0 and 9.0 balloon, catheter kink resulted from the resistance during delivery. The cause of the catheter kink was most likely patient related due to vessel calcification and the vessel was successfully ballooned with 8.0 and 9.0 balloon, catheter kink resulted from the resistance during delivery.